Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had pauses in delivered pacing. It was unknown as to whether this is due to an error in the managed pacing mode of the ipg or if it could be related to t-wave oversensing (twos) on the right ventricular (rv) lead. The ipg and rv lead remains in use. No patient complications have been reported as a result of this event.